Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported material rupture/leak on the stent balloon was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not return any similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo proximal marginal artery that was 80% stenosed and did not have any tortuosity or calcification. Pre-dilatation was done with a 2.0 x 8.0 mm trek balloon catheter at 10 atmospheres (atms) for 15 seconds. A 2.5 x 12 mm xience prime stent was then advanced and did not meet any resistance; however, when the stent delivery balloon was inflated at 10 atms, contrast leak was noted to be coming from the balloon. The stent delivery system was therefore removed from the anatomy and post-dilatation was done with a 2.5 x 10 mm nc balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.